Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), during dialysis, the device¿s catheter hub had leakage on both the blue and red hub, the luer adapter detached. No patient injury.

Manufacturer narrative:
Evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Two catheters were received for analysis and investigation. The sample consisted of one dual catheter and one triple catheter. Both devices showed signs of use. Visual inspection was performed on the dual catheter and it was observed that the (blue) venous adapter had a crack on the thread pitch area and the (red) arterial adapter showed no issues. The triple catheter was reviewed and did not reveal any issues in the adapters. The adapters of both devices did not present marks that indicated the use of an instrument. An ishikawa diagram was used to determine the potential causes for this event. The instructions for use (IFU) state that the customer should perform an inspection before using the device. The IFU cautions to not use the catheter if it is damaged or appears defective and that over tightening the catheter connections can crack some adapters. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the sample evaluation. It can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as the IFU were not followed causing adapter over tightening. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.